Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of the unknown components at a bone to cement and cement to implant interfaces. Cement manufacturer used is unknown. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.